Event description:
It was reported that during an appointment for a generator replacement, the patient presented with high impedance. The high impedance persisted after the generator was replaced. The physician replaced the lead and the high impedance resolved. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
D4, corrected data: initial report inadvertently omitted suspect product lot number and this was not updated on supplemental report #1. H6, corrected data: relevant medical device problem codes were omitted from supplemental report #1.

Event description:
Product analysis was completed on the non-suspect product and additional dates of high impedance were seen.

Manufacturer narrative:
D4, h4, corrected data: the initial report was inadvertently submitted without providing the device lot number and manufacturer date. This field has been updated to the date of this correction submission for the purposes of this report. H6 corrected data: the initial report was inadvertently submitted with code b20 after the device was replaced.

Event description:
Product analysis for m304-20 s/n (B)(6) was approved and reviewed. The lead assembly was returned in two portions with one tie down. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer tubing, in some areas. No obvious point of entrance was noted other than the identified cut and abraded tube openings and the cut ends of the returned lead portions. Abrasions were observed in various areas, likely due to wear. Coils are kinked, and stretched, in some areas past electrode bifurcation, likely occurred during explant procedure. The ends of the outer/inner tubes and coils are cut. Four sets of setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. An abraded opening was observed on the outer tubing, likely due to wear. An abraded opening was observed on the outer tubing; coils appear dark in this area. Ring inner tube has an abraded opening at this area. Ring coil is broken at this location. Ring coil break end is dark, pitted and appears to have metal dissolution, due to the condition of coil break end, a fracture mechanism could not be ascertained. Ring coil break mate end is dark pitted, appears to have some metal dissolution and shows signs of a stress induced fracture. Pin coil is discolored; however, a coil break was not detected. An abraded opening was observed on the outer tubing, likely due to wear. Ring coil is cut past electrode bifurcation, pin coil is crushed in same area, likely occurred during explant procedure. The electrode array had typical wear and explant related conditions. Incisions were made post decontamination to allow for continuity checks. Other than the abraded openings and ring coil break, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The allegation of "lead fracture" was confirmed. No other relevant information has been received by manufacturer to date.